Event description:
The bending iron broke while bending a tibial plateau leveling osteotomy plate. The piece that came off flew across the room and ended up somewhere not to be found and almost hit a nurse. No excessive force was applied. The client says the instrument should not be sold for the purpose of 3.5 and 3.5 broad plates as it is too weak. This is 1 of 1 report for this (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation has shown that the bending iron is broken off at the area of the first slot. According to the specifications, no abnormal findings were identified. The broken surface is homogenous what indicates material conformity as well. We confirm that this instrument is intended for the use with plates 2.4 to 3.5 and we are not aware of any complaint accumulation concerning breakages of these instruments in regard of the use with 3.5 plates. Based on these findings we establish that the cause of failure is not due to any manufacturing non conformances and we have to assume, that high applied mechanical forces caused the breakage. This complaint has been determined to be invalid. (B)(6).